Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082804) on 30-jan-2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('had mine removed 10 days ago') and asthenia ('low energy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced asthenia (seriousness criteria disability and medically significant), headache ("chronic headaches"), anaemia ("anemia"), fatigue ("tiredness"), depression ("depression"), vitamin d deficiency ("vitamin d deficiency"), migraine ("massive migraine"), fibromyalgia ("fibromyalgia symptoms") and anxiety ("anxiety"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the asthenia, headache, anaemia, vitamin d deficiency, migraine, fibromyalgia and anxiety outcome was unknown and the fatigue and depression was resolving. The reporter considered anaemia, anxiety, asthenia, depression, fatigue, fibromyalgia, headache, medical device removal, migraine and vitamin d deficiency to be related to essure. The reporter commented: an injury (disability & serious injury) was mentioned but not specified and /or assigned to one of the events. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event had mine removed 10 days ago and massive migraine, fibromyalgia, anxiety were added. Event outcome for tiredness and depression was changed to recovering. Reporter information was added. On (B)(6) 2020: with fu 2. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.